Event description:
It was reported that the user experienced recurrent low glucose throughout the day and especially overnight while using the ilet bionic pancreas, with the lowest reported glucose of 43 mg/dl; the user announced meals, sometimes late at night, treated lows with oral glucose such as juice or glucose tablets, and was guided to perform a full reset and setup to allow the pump to relearn settings, after which the system was restored to automated operation. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.